Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became stuck in the cartridge and injector system. There was no pt contact or injury. Another same model lens was implanted.

Manufacturer narrative:
(B)(4).